Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low flow alarms on 25mar2024 night. The patient was admitted with hematuria and diagnosed with kidney stone on (B)(6) 2024. They had renal stents placed and were discharged on lovenox (enoxaparin sodium) bridge for sub therapeutic international normalized ratio (inr) of 1.35. Inr on admission on (B)(6) 2024 morning was 1.36. Log file review captured some intermittent low flow events throughout the log with flow noted as low as 1.9 lpm. Low flows were reported to be due to hypovolemia and the patient experienced pallor and near syncope at the time of low flows. The low flow alarms resolved with hydration and blood transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The account reported that the alarms were due to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. Transient low flow alarms were captured on (B)(6) 2024 and (B)(6) 2024, some of which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this section addresses pump parameters, including pump flow and pulsatility index (pi). The IFU explains that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range, for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, section 6 lists hypovolemia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.